Event description:
The subject screwdriver accessory, not marketed in the us, was utilized for the explantation of a virtus ii sr pacemaker (boston scientific) from the patient. When attempting to loosen the set-screw of the virtus ii pacemaker, the shaft of the sorin screwdriver broke. A reply sr pacemaker with serial number (B)(4) was successfully implanted. Afterward, the physician used a second screwdriver in an attempt to loosen the set-screw of the virtus pacemaker, and again, the shaft broke. Only, the first screwdriver was returned.

Manufacturer narrative:
February 26, 2010. This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated (B)(4) 2009), sorin is filing this MDR at this time. (B)(4). Conclusion: the analysis of the returned screwdriver identified that the shaft fractured within the "safety region", which is a section of the shaft with a diminished diameter that is designed to fracture, when excessive torque is applied in the counter-clockwise direction. As indicated in the report of the physician, the breakage of the screwdriver occurred while disconnecting a lead from a pacemaker manufactured by boston scientific (virtus plus). The analysis confirmed that a similar pacemaker manufactured by boston scientific, a virtus vdd has set-screws with a stop mechanism that disallow complete removal of the set-screw by unscrewing. In fact, the screwdrivers supplied with these boston scientific pacemakers have torque relief in the counter-clockwise direction, which makes it impossible to apply excessive torque to the shaft of the screwdriver. The physician in this case most likely applied the excessive torque in the counterclockwise direction in an attempt to obtain a certain clicking of the screwdriver that is common to boston scientific screwdrivers and not to sorin brand screwdrivers, thus resulting in fracture of the screwdriver shaft.